Manufacturer narrative:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. No consequence or impact to patient.

Event description:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. No consequence or impact to patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated cns device did not alarm v-tach in a timely manner. At 21:43 patient was admitted. Between 21:44 and 21:47 patient was under v-tach conditions. At 21:47 cns device alarmed v-tach. Heart rate was high. V-tach setting was set to 120 and 7 beats. No ECG strips or device logs were available. Customer could not release additional information regarding this event. The manufacturer, nkc, could not investigate the issue further without additional information. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: since customer could not provide additional information, the root cause of the event could not be determined. Device was put into service on 8/31/2012. Warranty expires 8/31/2014. Service history shows the following: 300148345 - reported on 10/22/2018. Current notification. 300134154 - reported on 08/03/2018. Not related to v-tach alarm. 300086964 - reported on 06/15/2017. Not related to v-tach alarm. 300056307 - reported on 08/26/2016. Not related to v-tach alarm. 300031842 - reported on 11/30/2015. Not related to v-tach alarm. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Corrected information: b3. Date of event. F9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 10/19/2018 not 10/22/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.